Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture one day post implant. The lead was determined to have dislodged and was sensing and pacing the atrium. The patient was seen for a revision procedure where the lead was repositioned with normal lead diagnostics. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.